Manufacturer narrative:
The suspected device was returned for evaluation. The devices were visually inspected, found cracked top case, left and right plunger cases. The event history log (ehl) was reviewed and there are travel coarse error alarm. The customer reported issue was confirmed by checking the alarm history. The pump is repaired by replacing the left and right clutch, worm gear, worm coupling, and motor. The pump is calibrated and greased and reset to standard configuration. The main cause of customer¿s complaint was the worn-out clutch parts. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.

Event description:
It was reported the device had a travel coarse error. The event occurred during testing. There was no patient involvement.